Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of diaphragmatic stimulation caused by the left ventricular (lv) lead. There were no issues observed on the patient device report. It was later confirmed that the patient was experiencing phrenic nerve stimulation on multiple vectors. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.